Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe had poor cutting performance before vitrectomy surgery. The surgery was completed on the same day, after replacing the product with another one. There was no patient impact.